Event description:
Reportedly, during the interrogation of a device, the tablet froze on "interrogation" button. The restart of the tablet was needed to continue. Also, the touch screen doesn't work well, need to touch several time the screen to select menu.

Event description:
Reportedly, during the interrogation of a device, the tablet froze on "interrogation" button. The restart of the tablet was needed to continue. Also, the touch screen doesn't work well, need to touch several time the screen to select menu.

Manufacturer narrative:
Upon reception, the device was tested, and the reported issue cannot be reproduced. - further analysis of the exported data dated 20 march 2024 didn¿t revealed any evidence of the event in the logs files. Therefore the root cause of the issue could not be determined. - the subject smarttouch tablet followed the normal repair workflow - this case is recorded for trend purpose.

Manufacturer narrative:
Upon reception, the returned smarttouch tablet was tested and the reported behavior was not reproduced: no freeze, no message error, no touchscreen problem was noticed.

Event description:
Reportedly, during the interrogation of a device, the tablet froze on "interrogation" button. The restart of the tablet was needed to continue. Also, the touch screen doesn't work well, need to touch several time the screen to select menu.